Event description:
It was reported that a patient underwent a thoracoscopic assisted atrial defect repair procedure on (B)(6) 2025 and a suture was used. When the suture was used to repair the atrial septal defect during the surgery, the suture needle came off and fell. A large number of manpower and material resources were dispatched to find the needle. The chest could not be closed before the needle was found, which prolonged the operation time and increased the risk of infection for the patient. Finally, it was found on the ground. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how long was the delay? Please specify in minutes. --more than 1 hour. The following information was requested, but unavailable: were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was there any change in the patient¿s post-operative care due to the prolonged procedure? What is the patient¿s current health status and condition? A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained: received information as following from sales rep via phone today. After investigation, the patient was a 60-year-old male who underwent thoracoscopic assisted atrial septal defect repair in (B)(6) hospital on (B)(6), 2025. The operator used the suture (w8557) to repair the atrial septal defect in a continuous suturing manner during the operation. The problem of pulling off suture needle happened during the suturing. The operator immediately searched for the detached needle and found it on the ground of the operating room. The operation was ended routinely. The patient was given postoperative x-ray examination to confirm that there was no foreign body residue in the patient's body. This event resulted in an extension of the surgical time by approximately one hour and no subsequent adverse events were reported.